Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using bd vacutainer® one use holder, the holder disconnected from the blood collection set with an unspecified number of devices. No adverse impact was reported regarding the patient or user.